Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported by the customer that the syringe was leaking. To aid in the investigation, three photos and one video were provided for evaluation by our quality team. The provided media shows a prefilled syringe and extension set. There is a leak at the connection of the syringe and extension set. One of the photos shows the extension set connecter that has a crack. No other information can be obtained. The leak was most likely induced by the damage in the extension set connector. A device history record review was completed for provided material number 306547, lot number 8169933. The review was did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sp saline syringe experienced leakage at the connection site. The following information was provided by the initial reporter: leaking 10 ml syringe and extension set. I noticed that it was leaking where the syringe connects to the female luer of the set. When I removed the syringe from the pump and manually pushed the plunger, the flush spurted from the luer.